Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) level of over 500 mg/dl. Reportedly, the customer used fiasp insulin. Tandem technical support (cts) educated customer on insulin labeling. In addition, it was reported that bg levels increase and the pump didn¿t function as intended when the insulin gauge reached below 80 units of insulin. Troubleshooting was unable to be completed at the time of the report with tandem technical support (cts), therefore, cts was unable to determine a root cause. Customer delivered a correction bolus to address high bg. Customer declined further troubleshooting with cts.